Manufacturer narrative:
The pt's medical history was received and evaluated. Following evaluation, co's conclusion remains the same- the implant is not believed to be the cause of failure.

Event description:
Implant placed on 4/11/1997-implant failed due to no integration- removed 9/4/1997. One person affected.